Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis bus cable was damaged. A field service engineer inspection found the station was intermittently turning off due to physical damage to the pyxis bus cable. Replaced the damaged cable and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced intermittent power failures. However, there were no delays or adverse events or injuries reported based on this event.